Event description:
Reporter alleged obtaining a discrepant blood glucose result of 212 mg/dl on the inform sys compared back to back with a result of 103 mg/dl on the lab draw when testing was performed less than 10 mins apart. Reporter indicated that the pt was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated the pt was treated with 1 liter bolus of saline and also treated for the boils he was admitted to the hosp. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement prod was sent.